Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals unraveled during deployment. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #224352-2013-00060 for the related report.

Manufacturer narrative:
Investigation results: visual inspection determined that the device showed no signs of clinical usage or evidence of blood. The delivery device was not returned. The tension spring assembly, anchor tab, and the seal were inside the loading device. An incomplete device was returned preventing the completion of an eval. Based upon the eval results, the reported complaint could not be confirmed for unraveled seal during deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The results of our eval were provided to the customer. (B)(4).